Manufacturer narrative:
The returned pump had a cut catheter and a detached cannula-outflow likely from the removal process and shipping. The inflow was visually inspected and biomaterial was observed. The root cause of the hemolysis was likely ingested biomaterial.

Manufacturer narrative:
The impella rp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) year old white female patient had impella rp pump inserted in the right femoral vein (rfv). The patient had suspected severe hemolysis and as a result the pump was removed.